Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. The patient reported multiple issues with infusion set cannulas, specifically related to kinking. These problems began in the first week of (B)(6) 2025 and have persisted for at least two months. For all reported events, the infusion sets were inserted in the upper buttocks area. The patient consistently noticed symptoms within three hours of insertion. In one particular incident on (B)(6) 2025, the patient's blood glucose level reached a high of 540 mg/dl as measured by their blood glucose meter. To address the high blood glucose levels in all instances, the patient administered correction boluses via their insulin pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.